Manufacturer narrative:
Patient information: not available/not provided if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. If explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) flipped inside the right eye. The iol was removed and replaced with the same model and diopter. There were no complications such as a capsule tear, incision enlargement, or vitrectomy. No medical intervention to prevent permanent impairment. The patient¿s outcome was described as ¿good¿. No further information was provided.